Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door hasp was not secured properly. A field service engineer, resecured the hsap to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system remote manager is not working properly. The customer stated that this issue is causing a delay as nurses are required to go to a different location to retrieve medications. There were no adverse events or injuries reported based on this incident.